Event description:
It was reported that during initial implant of the lead the sensing, impedance and threshold parameters were not satisfactory to the physician. The lead was not used and a new lead was implanted. The patient was stable pre and post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.